Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent a replacement procedure on (B)(6) 2019. During the procedure, the patient suffered from chest pain during the implantation of the right atrial and right ventricular leads. The physician attempted multiple times to stop the chest pain, but failed. The operation was stopped and the leads were not used. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.